Event description:
Physician intended to use a resolute integrity rx drug eluting stent to treat a non-tortuous 20mm lesion in the om with 85% stenosis. The lesion was predilated at 12atm. The device was inspected prior to use with no issues noted. The device passed through a previously deployed stent. During the procedure the physician felt some resistance and on withdrawing the device stent deformation was observed on the proximal part of the stent. Excessive force was not used. There was no injury to the patient. The procedure was not completed.

Manufacturer narrative:
Additional information: the target lesion was non-calcified evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. The 1st and 27th distal stent wraps were deformed with struts raised. The inner lumen patency was verified. Slight deformation evident to distal tip. If information is provided in the future, a supplemental report will be issued.